Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture, and lymphadenopathy.

Event description:
Patient reported "chest pains led the patient to have a CT scan and subsequent mammogram and ultrasound exams revealed that both breast implants have ruptured." Patient later reported "a CT scan which noted enlarged lymph nodes and suspected due to rupture of implants. Ultrasound which confirmed rupture of both implants and silicone has travelled to lymph nodes." This record relates to the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain-breast: unable to observe since it is not related to the device. Migration-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "chest pains led the patient to have a CT scan and subsequent mammogram and ultrasound exams revealed that both breast implants have ruptured." Patient later reported "a CT scan which noted enlarged lymph nodes and suspected due to rupture of implants. Ultrasound which confirmed rupture of both implants and silicone has travelled to lymph nodes." This record relates to the right side. Device has been explanted.

Event description:
Device has been explanted.